Event description:
It was reported that on (B)(6) 2017, the patient underwent debridement and suture of the left lower leg, internal fixation of the humerus and plate fixation, and external fixation of the humerus surgery. He was discharged from the hospital with good recovery. After a year of reexamination, the plate was found to be broken and the fracture was not cured.